Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic got stuck. Through follow-up we learned that the trailing haptic got stuck between the cartridge and plunger. While trying to remove it from the operative eye while still in the cartridge the lens got loose and unfolded in the eye. The resulting damage to the haptic necessitated removal of the lens by cutting it into pieces. Another lens was implanted successfully and no patient issues were reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.